Manufacturer narrative:
(B)(4).

Event description:
Complaint reported that: "pump was hooked up to the patient and while patient was still in recovery the line broke at the connection point and started to leak". No patient harm reported. No report of medical intervention. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed based upon a potential lot number from sales history data. A device history record review was performed with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a potential lot number from sales history data. A device history record review was performed with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without a sample.

Event description:
Complaint reported that: "pump was hooked up to the patient and while patient was still in recovery the line broke at the connection point and started to leak". No patient harm reported. No report of medical intervention. Patient condition reported as fine.